Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they noticed that after priming the tubing is leaked from the secondary spike above the drip chamber while connected to a patient. There was no harm.

Event description:
The customer reported they noticed that after priming the tubing leaked from the clamped secondary spike above the drip chamber while connected to a patient. There was no harm. Received a copy of the customer's medwatch report which states, ¿blood tubing failures- product defect; 10 different events between (8)(6)- (b}(6) 2018. Date; (8)(6) 2018; location: bne.stem cell-after primed, leaking from secondary spike at hub. No pt harm; (8}(4). Ref #'s (B)(4).¿